Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer did not experienced any symptoms of high blood glucose event. Troubleshooting was performed. Auto mode was not active at the time of incident. The device will not be returned for analysis. No further patient complications were reported.